Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. During testing,t he representative reported that the localizer was not connected on the unit. A separate emitter was attached to the unit. It was reported that the interface box and emitter were operating intermittently across both emitters. The interface box was then replaced to resolve the reported issue. The representative was unable to replicate the reported inaccuracy. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect interface box has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon reported that a 1-2mm imprecision occurred anterior in the left orbit of the patient's frontal sinus. This area was the only area an imprecision was observed. It was reported that the surgeon was using a 7mm frontal balloon when the imprecision occurred. Emitter placement, scan quality and the patient tracker were verified to be functioning as designed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The interface box for the navigation system was returned to the manufacturer for analysis. The interface box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was unrelated to a software issue as the tracer registration performed by the user was found to be insufficient. The software functioned as designed.